Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary artery graft site to support the 70 year old male patient who had been admitted in with plan for high risk surgery. The pump was placed as care escalation from a prior impella cp. The underlying medical history was not shared by the medical team in japan. The pump supported for 31 days when the patient expired. The cause of death was reported to be pneumonia. When the death occurred the pump had been utilized beyond the indication for use as per the instructions for use. The death is conservatively being reported on the 5.5 due to the inability to conclusively dissociate the product from the patient outcome, though the team stated the cause was pneumonia. When the pneumonia was diagnosed during the pump support or how it was treated was not shared.